Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. Patient asked if there was anything new on the recharger that would make it charge quicker, further stating that charging their implant was taking too long. Patient stated that it had been like that since implant but they had also noticed that they no longer see the ins recharger (insr) advance to charge sufficient or complete screen. It was reviewed that there was not anything new or updated from their current recharger that would make it charge faster. It was reviewed for the patient that the last quarter of the charge screen takes the longest and it may just need additional time recharging to advance screens. Patient stated they were able to get and maintain 8 coupling boxes when recharging. It was recommended for patient to have the recharging statistics reviewed in the doctor's office, battery longevity information for the implant was also reviewed. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the implant taking too long to charge was because of a broken metal charging pin on the charger. Patient also reported that they replaced the cord and the entire charging system and the issue was resolved. No further patient complications were reported/ anticipated as a result of this event.